Event description:
.An optometrist reported that a patient who underwent bilateral lasik was diagnosed with trace, diffuse lamellar keratitis (dlk) in the left eye, at the one day postoperative visit. The patient had no visual complaints. The topical steroid drops were increased.in a follow up, the optometrist reported that the event resolved within four days of treatment, and the patient was doing well. No further information is expected.

Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed and no abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The root cause cannot be determined conclusively. (B)(4).